Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, an increased threshold and high pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.